Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: creases, wear abrasion and yellow particles calcification -like in device outer surface. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening curved striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Patient reported right side capsular contracture baker grade unknown and pain. Healthcare professional clarified as baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown and pain. Healthcare professional clarified as baker grade iii. Device was explanted.